Manufacturer narrative:
The sterile, single use implantable device was not returned to conmed for evaluation. The implant remains in the patient and the patient is recovering as anticipated. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. All (B)(4) devices in this lot passed the final quality and sterilization inspections before shipment. A two-year review of complaint history revealed one similar complaint for this device, however, this similar complaint is from the same customer. The instructions for use advise of the following. -potential adverse events: sensitivity, allergies or other reactions to the device material. -pain, discomfort or abnormal sensations due to the presence of the implant. - adverse effects may necessitate re-operation, revision or removal surgery. Implant removal should be followed by adequate post-operative management. -the exoshape soft tissue fastener is supplied sterile for single use only. -do not attempt to resterilize. -carefully inspect product packaging and all device components for damage or defects prior to use. Do not use if it appears defective, damaged or otherwise compromised. -do not modify the implant. -always handle carefully. The surface of the implant must always be protected from damage during handling. Damage to the implants surface finish may result in loss of proper mechanical function of the device. -handling of the device must be performed in accordance with aseptic handling practices to maintain sterility following sterilization by the manufacturer (device) or by the healthcare facility (reusable instruments). Due to the severity of reported infection and risk analysis performed, an investigation has been initiated to further review this adverse event.

Event description:
The user facility reported post-operative complications regarding a 1101-00-1030 exoshape soft tissue fastener tibial, 10 mm x 30 mm device in a healthy/low risk patient. An infection set in after the allograft implantation and the patient required an aspirated effusion following an I and d at the hospital. Cascading antibiotics were prescribed and the patient, to date, is showing steady improvements. This report is raised on the basis of a reported patient injury. A second surgery was performed due to complications.